Manufacturer narrative:
Device was noticed to be broken on (B)(6) 2016 before the surgery. Device possibly broke on the day during sterilization but the exact time is unknown. This report is for one (1) unknown aiming arm/pfna blade. Exact part#, lot# and UDI # is not available. Following part numbers / lot numbers were reported. It is unknown which one of them failed: 03.023.004 aim-arm f/static locking f/pfna-ii lot number: 1640401; 03.010.406 aim-arm 125° f/pfna blade lot number: 2618472; 03.010.407 aim-arm 130° f/pfna blade lot number: 2618368; 03.010.409 pfna aiming arm - lot number: 3538831. Device is an instrument and is not implanted / explanted. (B)(6). This report is for one (1) unknown aiming arm/pfna blade. Provided part numbers of devices are not distributed in the us but similar to devices marketed in the us. Device history records (DHR) review was completed for all the reported part #/lot # combinations. Part # 03.023.004, lot # 1640401: manufacturing location: (B)(4), manufacturing date: apr 05, 2007. Lot of (B)(4) pieces was released. Part # 03.010.406, lot # 2618472: lot number 2618472 matches to article 03.010.407 and DHR-review is provided for this combination. Manufacturing location: (B)(4), manufacturing date: aug 17, 2010. Lot of (B)(4) pieces was released. Part # 03.010.407, lot # 2618368: lot number 2618368 matches to article 03.010.406 and DHR-review is provided for this combination. Manufacturing location: (B)(4), manufacturing date: aug 17, 2010. Lot of (B)(4)pieces was released. Part # 03.010.409, lot # 3538831: manufacturing location: (B)(4), manufacturing date: oct 21, 2010. Lot of (B)(4) pieces was released. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, the surgeon performed surgery for femur trochanteric fracture. Before the surgery, the nurse deployed the instrument and found a tiny broken piece. All instruments are sterilized after taking out from an instrument¿s case. The broken piece was a circular shape and about one centimeter across in a diameter and it was beneath an aiming device. It was broken when it was collected. Since the instruments were taken out from the instrument¿s case, it is unknown how and when the broken piece got mixed. No patient was involved. This report is for one (1) unknown aiming arm.this is report 1 of 1 for (B)(4).

Manufacturer narrative:
The manufacturing investigation results are as follows. Upon visual inspection, all four aiming devices show wear at the handle head. The engraved depuy logo lost its white coloring. It was reported, that the device was found with three white pieces of debris in the tray of the proximal femoral nail antirotation (pfna) system before surgery. The three white pieces derive from the engraved synthes logo filled with white 2-component polyacril coloring in the handle head from one of the 4 returned aiming arms. No similar complaint can be found in the database while searching for the same article numbers as well as color marking issues overall for all instruments. In addition the issue cannot be related to any material, manufacturing or design features. Due to the age of the four aiming arm of at least six (6) years including several reprocessing procedure, this deficiency can be seen as normal abrasion. This malfunction neither influences the performance of the product in scope, nor the safety for patient and/or user. Instrument does not have patient contact. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.